Event description:
Pt implanted approximately (B) (6) 2010 returned to surgeon for post op visit. An x-ray showed a broken plate with no screws broken. Surgeon removed the hardware on (B) (6) 2010 and revised the pt to a tfn. After implantation, pt was on a walker and physical therapy.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.